Manufacturer narrative:
No device code entered because it is unknown if the reported patient burn was caused by a faulty ground pad.a follow-up report will be submitted once investigation is completed.

Event description:
Patient injury with a quarter size burn at the vicinity of the ground pad during a 60 watt flutter case.